Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated, suprarenal aortic extension and a limb extension. Subsequently, the patient was symptomatic and a possible 3a endoleak was identified from a computed tomography. On (B)(6) 2015 the physician elected to treat the patient by repairing with a bridge infrarenal aortic extension. Patient is stable.